Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that the device delaminated during implant. No adverse pt consequences were reported.